Manufacturer narrative:
During testing the device was received with a broken regulator closer, opener and shaft. The probable cause for the broken parts could not be determined. The customer report of distal occlusion was duplicated and was due to the pressure detector assembly. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact returned the device to the service center with a report of distal occlusion with a defective mechanism assembly. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device was received with a broken regulator closer, opener and shaft.